Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received deployed within the lumen of a microcatheter. The stent delivery wire (sdw) was returned and the introducer sheath were returned. The stent was unable to be removed from the microcatheter. The stent was deformed. All 3 marker bands were present on the distal end of the stent. The sdw was kinked/bent at the distal end. The distal tip of the introducer sheath appeared to have been cut, with 7.7mm removed. Functional inspection was not performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent deployed prematurely during use' was confirmed. And reported event 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. During analysis, the stent was received deployed within the lumen of a microcatheter. The stent was unable to be removed from the microcatheter. The stent was noted to be deformed. The sdw was kinked/bent at the distal end. The distal tip of the introducer sheath appeared to have been cut, with 7.7mm removed. There are recommended microcatheters to use when using a subject stent, because the internal hub profiles are an exact match for the external profile of the distal tip of the introducer sheath. This is not the case for catheter used in the procedure. Precise placement of the introducer sheath is critical when using a microcatheter (mc). The damage observed at the distal end of the introducer sheath is consistent with the tip being intentionally cut or removed. This may be done when the distal tip becomes damaged¿for example, during removal from the transport dispenser, during insertion through the rotating hemostatic valve (rhv) vent cap, or if the distal opening becomes crushed from being advanced too far into the microcatheter hub. Removing or cutting the distal tip of the introducer sheath would create a gap between the sheath¿s distal end and the proximal opening of the microcatheter. As a result, the stent would start to open within this gap, generating resistance and friction as it was advanced into the microcatheter lumen. An assignable cause of handling damage has been assigned to the reported events: 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use' and analyzed events: ¿stent deployed prematurely during use¿, ¿stent deformed¿, ¿sdw kinked/bent¿, ¿stent introducer sheath damaged¿ as this complaint appears to be associated with handling of the product or portion of the product during the procedure.

Event description:
It was reported that during middle carotid artery (mca) bifurcation aneurysm embolization procedure, the operator brought a microcatheter to the target lesion and then attempted to deliver the subject stent. However, a resistance was encountered 1 cm proximal to the microcatheter and the subject stent could not be advanced further. The operator withdrew the delivery wire and found out that the subject stent deployed prematurely. Next, the operator trimmed the proximal end of the microcatheter and discovered that part of the subject stent was exposed while the remaining proximal portion was inside the hub of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during middle carotid artery (mca) bifurcation aneurysm embolization procedure, the operator brought a microcatheter to the target lesion and then attempted to deliver the subject stent. However, a resistance was encountered 1 cm proximal to the microcatheter and the subject stent could not be advanced further. The operator withdrew the delivery wire and found out that the subject stent deployed prematurely. Next, the operator trimmed the proximal end of the microcatheter and discovered that part of the subject stent was exposed while the remaining proximal portion was inside the hub of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.